Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg reached the end of life. It is unknown if the ipg prematurely depleted. As a result, surgery may occur in the future.

Event description:
Additional information received indicates that surgical intervention occurred where ipg was explanted and replaced. Issue resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.